Event description:
I was implanted with two bard mesh perfix plug devices in (B)(6) 2005 as part of bilateral inguinal hernia surgery. I recently discovered that there is an issue with my fertility through a semen analysis. After an exploratory surgery last week, it was revealed that the mesh likely severed or perforated the spermatic cord/vas deferens in two different places to such a degree that I will likely never be able to have children naturally. I have obtained my medical records from the hosp which performed the surgery and will be looking into my best options for treatment going forward. The product is still inside me. Thank you for any assistance you can provide.